Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to high pacing impedance values and noise. The rv lead was programmed off and capped/replaced. No patient complications have been reported as a result of this event.